Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the pulse generator exhibited backup vvi operation. A software download was performed successful and the device returned normal functions. It is noted that the patient received CT scans previously and might be the cause for the backup vvi operation.